Event description:
The pt has two leads (from the same lot). It was reported the pt had fallen. Since the fall, the pt has been experiencing overstimulation when he moves. Reprogramming did not resolve the issue. An impedance check was performed and the results were normal. X-rays were taken and revealed no anomalies. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.